Manufacturer narrative:
The lift was inspected by a hillrom technician which revealed the rear brake caster was bent causing the lift to become unstable. The most probable root cause is abuse and lack of service. The viking mobile lift should be subject to periodic inspection at least once per year according to the IFU (7en137107, rev 1). The periodic inspection for mobile lifts (3en371001, rev 5) states: 3 casters - wheels. Roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. The lift was taken out of service and hillrom advised the account the lift is unsafe to use until the rear brake caster is replaced. Since the lift is out of warranty, the account will contact their service provider to repair the lift. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating during the lift of a resident into bed, while the resident was lowered horizontally over the bed, the lift tipped to the right and both left side wheels raised from the floor. The resident dropped approximately 2 feet to the bed under him. The lift was stabilized and the resident was safely lowered and removed from the lift. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint system as (B)(4).